Manufacturer narrative:
Zimmerbiomet complaint number cmp-(B)(4). The reported device was not returned for investigation. Therefore, visual evaluation could not be conducted. Functional testing could not be performed due to the nature of the devices and event. The devices had been placed on an unknown tooth site for an unknown period of time. X-ray and picture images were not provided. A device history record review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported that a zirconia abutment fractured in the patients mouth and part of the metal portion of the abutment still in the implant. The reported complaint could not be verified. A definitive root cause for this complaint could not be determined.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Event description:
It was reported that a zirconia abutment fractured in the patients mouth. Part of the metal portion of the abutment still in the implant. The patient will come back in to remove the broken portion.